Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer; therefore, a product evaluation could not be performed. The root cause is unknown.

Event description:
It was reported that the balloon ruptured during the procedure. The balloon was removed from the patient without incident. There was no reported intervention, patient injury, or health damage.